Event description:
The following was reported to hamilton medical ag: summary: contamination of device. Detailed complaint and failure description: "third hamilton-c6 to have this issue in last three months. Appears as if fluid intrusion occurs at overlay for vent indicator leds. Device fails alarm test for vu. Verified physical damage on connector and cable. No log files provided. Field tech will upload files when onsite." Health impact: no clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
The issue occurred during non clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. The field technician confirmed that the ventilator unit front cover and the status indicator were replaced, the device passed the service software tests and was sent back into use.